Event description:
Customer reported the insulin pump kept alarming motor error and no delivery. Customer did not know his blood glucose level. Motor error alarm occurred during basal rates and bolus. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable perform occlusion, prime, the excessive no delivery test due to motor error alarm. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.